Manufacturer narrative:
(D10) concomitant devices: 350-12-04 - tibial plate fb sz 4 rt: (B)(6). 350-02-04 - talar implant sz 4 rt: (B)(6). 350-10-04 - ankle sz 4 locking clip: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total ankle replacement on the right side. Subsequently, the patient experienced a cyst formation, frequent inversion events due to persistent ankle instability and discomfort while ambulating. Enlarging cyst formation under tibia tray leading to potential subsidence. As a result, approximately 6 years after initial replacement, the patient underwent a right ankle revision. No further impact to the patient was reported. No other information is available.